Event description:
The user facility reported that during a diagnostic cystoscopy, the image appeared very dark and that they lost visualization. The procedure was completed with a different telescope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of dark as it was not possible to visualize anything through the lens. The outer tube was bent, and there were dents. The lens inside the optical fiber system was broken, which caused the image difficulty. The phenomenon was isolated to a physical damage. This report is being submitted as an MDR in an abundance of caution.